Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks. Technical services (ts) was contacted and recommended following up with the physician. This s-ICD was explanted due to infection. No additional adverse patient effects were reported.